Event description:
The surgeon inserted the micl12.6 implantable collamer lens and noted it was too big and tight in the eye. The lens was partially inserted and removed. A shorter icl was implanted and the patient is doing fine.

Manufacturer narrative:
(B)(4) no consequences or impact to patient. Lens too big. (B)(4) lens work order search. Visual inspection of the returned lens showed the lens was returned in liquid and a piece of both haptics was torn off and missing. A lens work order was performed and there were no similar complaints found. Since the lens was not returned in accordance to the dfu (must be returned dry), we are unable remeasure the lens. Unable to confirm. Based on the complaint history, work order search and product evaluation, we were unable to determine a specific root cause of the event. (B)(4).